Event description:
It was reported that high impedance and high thresholds were observed. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned cut in two pieces. The outer insulation was abraded and the cables were visible between 31.0cm to 32.5cm from the connector pin and the inner coil was fractured and exposed outside the lead body at the same area. The damage is consistent with clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.